Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, an effusion was noted in the left atrium during the post assessment echocardiogram. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Event description:
This report includes the updated health impact code.

Manufacturer narrative:
Corrected data: b5, h2, h6.